Event description:
Patient presented to the physician with a seroma at the chest incision site. Physician brought the patient into the operating room and observed fluid in the chest scar capsule. Physician irrigated the chest pocket with saline and antibiotic solution and closed the incision. Postoperative antibiotics were prescribed.